Event description:
Boston scientific received information that during a normal patient follow up, it was discovered that this right atrial (ra) lead was not capturing in the atrium even at high outputs. It is believed that the ra lead dislodged. No adverse patient effects were reported.

Manufacturer narrative:
The associated device was reprogrammed to vvir mode and no surgical intervention was performed. At this time, this ra lead remains implanted. No additional information is available and no further intervention has been planned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.